Event description:
The customer reported that the insulin pump had a button error alarm and the keypad was unresponsive. The customer stated the buttons have become progressively less responsive over several days leading up to the call. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to moisture damage on the keypad traces. No button error alarm noted. The insulin pump has cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker. Dog chew marks are noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.